Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: please clarify misfired: did the device fire and then stop firing? How was the device opened and removed from the patient? The device fired a few times before the malfunction but was not seeming to be compressing/clamping correctly. The device then locked out once fired. The first assistant was able to jar the jaws loose with other graspers to remove from patient.

Event description:
It was reported that during an unknown procedure the product misfired a couple of times, and the final fire attempt the jaws shut and didn't open back up by the device was removed without patient harm.

Manufacturer narrative:
(B)(4). Batch # r94y3j.device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified.